Event description:
The iab leaked. The iab was removed and a second was inserted into the pt. Multiple event to initial complaint number 96-00293. (Event complications: unk-reported 10/31/96). (Pt's current status: unk-rpt'd 10/31/96).

Manufacturer narrative:
Device label code for position 2: 1701. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.